Event description:
The AED kept prompting the user to check pads during a rescue attempt. The pt was taken to a hosp. Pt outcome is unk.

Manufacturer narrative:
The device was returned and the AED self tests logs didn't show any problems prior to the rescue. The logs showed two 0x55 errors (pads disconnected errors) during the rescue event. The customer said these errors occurred when she disconnected and reconnected the pads during the rescue. Initial evals of the AED found 2 faulty components. The relationship of the faulty components to the reported event is not currently known.